Event description:
It was reported that the customer had frequently no or intermittent response by button press (up and down button). Customer's blood glucose level was 91 mg/dl. Pump was not dropped or exposed to moisture. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was asked to return the pump for analysis. No additional information provided.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had an intermittent button response on the up arrow button, due to corroded keypad traces noted. Insulin pump had a cracked lcd window, cracked case on lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and cracked belt clip slot.